Manufacturer narrative:
The reported events of failure to capture and lead not advance in catheter were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray of the lead found the inner coil was kinked/damaged at multiple locations consistent with procedural damage. The catheter insertion test was performed and the lead was able to be fully advanced and removed from the catheter without restriction.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-11490. It was reported that the patient presented for routine implant of the left ventricular lead. During the procedure the physician noted that resistance was high with two separate guidewires which were unable to be inserted past the lead tip. Threshold measurements were high. The physician then attempted to place a smaller lead (1457q), which the physician also found resistant to sheath insertion. A second sheath was attempted, however, the issue persisted and with intermittent capture and high threshold. A third lead was obtained and successfully used to complete the procedure with satisfactory parameters. The patient was in stable condition.

Manufacturer narrative:
Correction: h6 codes for type of investigation, investigation findings, and investigation conclusions - product not returned the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.